Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital. The patient's doctor, nurses, and family were with the patient at the time of death. The patient reportedly coded three times and resuscitation attempts were performed. Review of the download data indicates that the patient entered bradycardia on (B)(6) 2019 at 4:29:32. The patient's rhythm transitioned to vt from 130bpm to 220bpm from 4:31:54 to 4:50:51. During this time, CPR artifact was present which prevented the lifevest from initiating a treatment sequence. At 4:33:51, the patient received on non-lifevest defibrillation. The rhythm at this time was vt at 220bpm with noted CPR artifact. The patient's rhythm then transitions to svt at 150bpm with nsvt at 230bpm and slowing to sinus tachycardia at 100bpm and further slowing to 40bpm. The detection stopped at 4:51:06. Asystole was later detected at 14:29:09 and the ECG recording showed atrial fibrillation at 20bpm with noted CPR artifact. The patient's rhythm then transitions to sinus rhythm at 50bpm with bigeminy which degrades to asystole with CPR and motion artifact. The patient remained in asystole until the electrode belt was disconnected at 14:35:53. Asystole is considered a non-treatable, non-life sustaining rhythm.